Event description:
It is reported that the customer had high blood glucose levels of 347 mg/dl. The customer reported a compromised force sensor system error from the insulin pump. The customer reportedly has not treated the high blood glucose levels. The customer was advised that a fly pump would be hopefully sent. No additional information is provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No alarm for a loose drive support disk was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.